Manufacturer narrative:
The field service rep confirmed the needle was bent and replaced it. He observed the sys operating with no errors or leaks. He ran controls to verify the analyzer performance.

Event description:
The user replaced an empty preclean bottle and noticed a leak from the new bottle that flowed on the floor in front of the analyzer. Upon inspecting the needle, the user found the needle was bent. No one was harmed in any way due to the issue. No erroneous results were generated.